Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a continuflo set, product code that had a backflow through the check valve, while it was attached to an unknown primary bag. This primary set was attached to an unknown secondary set. The medication being administered was unknown. This reported condition occurred at an unknown process step. No additional information is available.